Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient required a revision and removal of a broken locking compression plate (lcp) posterolateral distal humerus plate and screws due to nonunion. During the surgery, thirteen (13) screws and a lcp medial distal humerus plate were removed. Fragments from the broken devices were retrieved. The revision procedure was successfully completed. There was surgical delayed with an unknown number of minutes. Patient status is unknown. Concomitant device: lcp medial distal humerus plate (part: 241.285, lot unknown, quantity 1), screws (part unknown, lot unknown, quantity 13). This report is for one (1) lcp posterolateral distal humerus plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The complaint indicated that the device broke post-op requiring additional surgical intervention. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient required a revision and removal of a broken locking compression plate (lcp) posterolateral distal humerus plate and screws due to nonunion. There were thirteen (13) screws removed. Fragments from the broken devices were retrieved. The revision procedure was successfully completed. There was surgical delayed with an unknown number of minutes. Patient status is unknown. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).